Manufacturer narrative:
The reported event could not be confirmed, because the information provided was not sufficient. To gain more information about the complained event the sales rep was contacted. It was stated that the customer considers the complaint not as a product issue but more related to the procedure and/or related to the patient condition. Therefore no ¿infection complaints ¿ checklist customer¿ (cmfqf 13-003) was forwarded to the surgeon.

Event description:
It was reported a peek cci was implanted, and then following the procedure there was dehiscence. The patient acquired an infection. During the revision surgery there was puss around the implant sight, so it was removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported a peek cci was implanted, and then following the procedure there was dehiscence. The patient acquired an infection. During the revision surgery there was puss around the implant sight, so it was removed.